Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2017, product type lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported pain in the implantable neurostimulator (ins) pocket, which occurred during use. It was noted that were some pain the pocket case some hours after a visit in a shopping mall, and red/purple discoloration of the skin. The consumer thought the cashier/the security system in the shopping mall has caused it. Troubleshooting was noted as turned off the ins on (B)(6) 2017 with no more pain in the pocket, x-ray, and ¿sono.¿ interventions/actions were noted as the physician wants to wait and see. It was unknown if the issue was resolved at the time of the report. The consumer had gotten a good improvement of symptoms since the implant of the device. At the time of implant, the consumer was (B)(6). Additional information received indicated that additional troubleshooting included turning off the ins, and the complaint was better. The results of the x-ray showed no abnormalities. ¿sono¿ was clarified to mean ultrasound; the consumer said there was liquid in the ins/pocket, but the doctor said there was a little/no liquid in it (no abnormalities). Settings were noted as: - 1- setting after implant 1s on, 4s off, 330 us, 14 hz, 5 mz, ca. 2v; - 2.8 follow-up ¿ 1s on, 4s off, 330s, 14hz, 7,4ma, 3,1v, impedance c-2 255, c-3 257, 2-3 418 ohm; -27.9 follow up/pain event - 0,1s on, 4s off, 330 s, 14hz, 5ma, 2,1v, impedance c-2 271, c-3 266, 2-3 403 ohm; and - 29.9. Follow up/hospital dismissal: 0,5son, 4s off, 330s, 14hz, 7,4ma, 3,0v, impedance 2-3 403 ohm. Interventions were noted as laparoscopic intervention with inconspicuous finding, microbiology with inconspicuous finding, and the position of the ins was correct. The cause of the pain and skin discoloration is inexplicable. With the current settings, there are no complaints. There were no further complications reported and/or anticipated.